Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was damaged due to applying excessive torque to a manual retract tool. It was reported that the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if excessive torque is applied to the manual retract tool. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, at glisson resection, firing stopped after advancing about 30mm. Since the jaws locked on the tissue and it became unable to be released, the manual adapter tool was used. The clamp cover did not move even though it was turned. At this point, they called the sales representative. A restart was performed, reconnecting the power handle, and connecting another handle, but still couldn't release the jaws nor unload the cartridge so user tried the manual adapter tool again. Since it was in the articulated state, the adapter tool was used to release the articulation. They were able to return it straight without any problems, but even though they turned the gear in the center, the clamp cover did not move back and forth. When it was turned to the right many times, it became very stiff, and when the user tried to turn it further, the adapter tool snapped and broke off. After that, at the doctor's discretion, they checked the adapter and the cartridge connection, and pulled the adapter, it came off together with the cartridge. When user inserted another adapter there, it seemed that the connection was available, but eventually the proximal part of the cartridge (the connection part with the adapter) snapped and remained on the adapter side. The broken cartridge part could not be released from the adapter. The release button did not move in a fixed state with staying pushed down, and the cartridge part had been also firmly fixed, making it difficult to be turned or removed. Another adapter tool was not resolved. The event led to additional resection and incision extension. The operation was extended 1 hour.